Event description:
The customer reported the ventilator alarmed with blower temperature high message. The customer reported the unit was in use on pt, but there was no pt harm.

Event description:
The customer reported the ventilator alarmed with blower temperature high message. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.